Event description:
Report received that during testing at the user facility when the rotary knob was placed on the set vtbi position, the pump display indicated set rate position. The pump was received in the biomedical engineering department with a note stated, "not working properly." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. Further testing at the user factility found the pump did not sound an audible alarm as expected when the vtbi was complete. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.